Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (b(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient was shopping with his wife when suddenly, he experienced that his face went numb and he could not move his legs. The wife took a bg reading which was 44 mg/dl and the cgm reading on the pump was high with double arrow up. The paramedics took the patient to the emergency department and the nurse at the emergency room treated him with 2 glasses of orange juice, candies and graham crackers until the patient stabilized. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.